Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On the evening of (B)(6) 2023 around 8:00pm, the patient was in bed and suddenly did not feel okay. She stated called her husband for help but she stated she could hardly talk. She felt weak, her body was in pain and she had a headache. Her husband called an ambulance and her daughter gave her a spoonful of jelly. When paramedics arrived, they checked her bg and it was 28 mg/dl while the cgm was displaying 100 mg/dl. The patient was given another spoonful of jelly by the paramedics and afterwards she felt better. No further treatment was provided to the patient by paramedics. A second bg was taken and it was 45 mg/dl but they did not check the cgm display at this time. At the time of the report, the patient was doing fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.